Event description:
End user is alleging that the xpo100b concentrator turns itself off after it starts up, after about 5 seconds turns off, end user stated that the cord that runs from the external battery to the machine has exposed wiring.